Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. During preparation of a 2.50 x 28 synergy¿ drug eluting stent, when the protector sheath was pulled out, the stent got stretched and dislodged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was returned on a pig tail mandrel and detached from the sds. Stent struts were stretched and distorted on approximately three-quarters of the stent strut rows with minor damages on most distal and most proximal stent struts rows. As part of the analysis, a review of the manufacturing data for the stent profile was performed. The synergy manufacturing process has controls in place to confirm stent securement prior to shipping. The maximum crimped stent profile measurement at the time of manufacture was within the specification. The crimp data verifies that the crimp force and crimp temperature were within specifications and no scraps were recorded for this batch. Stent protector outer diameter was measured and was within measurement. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. Stent damage most likely occurred due to handling of the device during preparation following removal of the stent protector. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were visible on the balloon body verifying that the stent was crimped on to the balloon prior stent detachment. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. During preparation of a 2.50 x 28 synergy¿ drug eluting stent, when the protector sheath was pulled out, the stent got stretched and dislodged. The procedure was completed with another of the same device. No patient complications were reported.